Manufacturer narrative:
A philips technical support engineer (tse) remoted in and the troubleshot the device. The tse recommended the customer pool the audit logs. The customer reported when they replaced module on bedside monitor, and it began to alarm. The tse offered somebody to be dispatched onsite to evaluate all equipment or send mms module to bench for evaluation. The customer took responsibility for servicing the device. Based on the information provided in the case and by the philips tse, the cause of the reported problem could not be confirmed. No further investigation or action is warranted at this time.

Event description:
It was reported the device did not alarm when the patient had low pulse ox. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.